Event description:
It was reported that the customer had issues with two different foley catheters on the same patient. The patient was a scheduled cesarean patient, and the catheter was inserted at the time of the patient's surgery. It was stated that there was scanty urine return at first. Then during the case, a cysotomy had to be corrected. They inflated the balloon with saline and after the clamp was removed it would no longer drain urine. The customer removed the foley and replaced a new one. The second catheter did not drain at all. It was stated that they tried to milk the foley, flushed it and confirmed it was in the correct place but did not drain at all. The customer then removed that catheter and did a straight catheterization and was able to drain the bladder. After the procedure, a foley from another company was placed and that was found to drain with no issues.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be, incorrect eye size - undersize eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. " correction: d h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had issues with two different foley catheters on the same patient. The patient was a scheduled cesarean patient, and the catheter was inserted at the time of the patient's surgery. It was stated that there was scanty urine return at first. Then during the case, a cysotomy had to be corrected. They inflated the balloon with saline and after the clamp was removed it would no longer drain urine. The customer removed the foley and replaced a new one. The second catheter did not drain at all. It was stated that they tried to milk the foley, flushed it and confirmed it was in the correct place but did not drain at all. The customer then removed that catheter and did a straight catheterization and was able to drain the bladder. After the procedure, a foley from another company was placed and that was found to drain with no issues.